Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx stent was implanted. During implantation of a second resolute onyx stent in the lad, a dissection occurred. A third resolute onyx stent was also implanted.

Manufacturer narrative:
The investigator and safety assessed the event as possibly related to the index device and not related to anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After the stent was implanted, a small interlayer was visible at the opening of the lad stent, the patient had no obvious discomfort and was not treated. The site confirmed that the dissection occurred in the lad for resolute onyx lot 0008991648. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the index procedure one resolute onyx was implanted into the cx and two resolute onyx were implanted into the lad. The dissection was not caused by a medtronic device. If information is provided in the future, a supplemental report will be issued.